Event description:
On 28-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that all the test results were within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the set on her body got pulled out close to the site, while she was walking. The site location was at left side of her bottom and the pump was on the same side in relation to the site. The infusions were stored at room temperature. Reportedly, there was stress or pull on the tubing as the patient was pulling her pants down and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the set on her body got pulled out close to the site, while she was walking. The site location was at left side of her bottom and the pump was on the same side in relation to the site. The infusions were stored at room temperature. Reportedly, there was stress or pull on the tubing as the patient was pulling her pants down and the pump was not dropped with the set connected to the patient's body. No further information available.